Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a hyperglycemic event that led to hospitalization on (B)(6) 2025. Patient reported that the infusion set was not on properly and hanging-off of the body. The blood glucose was reported as 400mg/dl. The patient went to emergency room with high blood glucose as 800 mg/dl. While at the hospital, the patient received treatment which included an insulin drip, and treatment for the patient's heart to lower their potassium. On (B)(6) 2025, the patient began getting multiple daily injections (mdi) instead of being on an insulin drip. On (B)(6) 2025, it was reported that the patient was discharged from the hospital and their blood glucose levels were at 156mg/dl. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.